Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 31 mg/dl and treated with food. There was no indication that the insulin pump over delivered insulin and customer indicated that they were unsure if the pump programming was correct. The customer indicated that they were visually impaired and could not see the screen. The product was not returned for analysis. Customer was advised to contact their doctor about their blood glucose, monitor the pump and to call back if any further issues.